Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 bursts of anti-tachycardia pacing (atp) and 9 inappropriate shocks due to atrial flutter (afl) with rapid ventricular response (rvr) in 4 different episodes. Device remains in service. No additional adverse patient effects were reported.